Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was unable to stimulate the nerve on the patient during a parotid procedure. There was no troubleshooting performed to resolve the device issue. There was no delay in the procedure as a result of this event. There was no patient impact or injury. On follow up, the manufacturer representative reported that there was a fuse out in the blue channel one that had to be replaced.